Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An email for received regarding a 250 ml blue cadd medication cassette reservoir with flow stop, clamp, female luer and non-vented cap with item number 21-7310-24 and lot number 6070571: it was reported that during inspection activities in inspection, labeling, and packaging (ilp), lead production technician identified five (5) units with particulates out of 66 inspected units for csp lot. The ir spectrum of the particulate best matched the plastic which most likely composed of polypropylene, the event occurred during inspection at 503b site, there was no patient involvement and no patient harm.